Event description:
It was reported that the patient had an inappropriate shock due to oversensing via reduced intrinsic amplitudes. The patient has a left ventricular assist device. The smartpass feature programmed itself off due to the low amplitudes. During clinic testing, the device had a patient data (pd) error. A review of the device downloaded data confirmed pd error was due to corrupted data. The pd error is benign and has no impact on therapy. Technical services discussed some programming options for the sensing issues. There were no additional adverse patient effects. The system remains implanted.